Event description:
It was reported that a single day infusor leaked from an unknown location. This occurred after filling of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.